Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0337868. Medical device expiration date: 28feb2026. Device manufacture date: 28dec2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1 1/2 in. Thin wall, single use, sterile, 23 g foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: sent in 2 needles with "debris" from different lot's- 0363734 and 0337868.

Event description:
It was reported while using bd¿ needle 1 1/2 in. Thin wall, single use, sterile, 23 g foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: sent in 2 needles with "debris" from different lot's- 0363734 and 0337868.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary: it was reported there were two needles with debris. To aid in the investigation, one sample with the plastic shield in an opened packaging blister was received for evaluation by our quality team. Visual inspection was performed and there is a droplet of white epoxy on the needle 3/4" from the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305194, lot number 0337868. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.